Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was down. Review of the log files showed no issue related to flex vision pc. Upon troubleshooting, the field service engineer identified that the flex vision pc was not booting up and connecting to the system. The defective parts were returned for analysis, flex vision pc failure was confirmed, and it was hdd bays. However, the replacement of the flex vision pc and reload of software by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was down. No harm to the patient or user was reported. Philips has started an investigation of this complaint.